Manufacturer narrative:
(B)(4). The field service engineer (fse) inspected the device and did not duplicate the customer reported issue.

Event description:
It was reported that the ventilator became inoperative during patient use. The patient was not harmed or injured as a result of the event.